Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to deflate during a pretest in the operating room. It was noted that the 0 ml of water was aspirated by syringe.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Attempted to deflate balloon passively and solution could not be withdrawn. Solution was withdrawn by aspiration successfully. Dissected balloon and found that the notch was perforated completely. Dissected inflation funnel and pin gauges 0.36 and below could freely pass through lumen. 0.37 - 0.38 took some effort to get through and 0.39 and above cannot pass through. Based on physical samples received the product does not meet specifications which states "shaft must not be damaged or pinched." Although an exact root cause could not be determined potential root causes could be ¿ incorrect drain former selection ¿ glue from temp sensing assembly ¿ physiological obstruction ¿ patient position ¿ kinked catheter ¿ blocked by clots, etc. ¿ tubing design (lumen ID undersized) ¿ lumen wall thickness undersized ¿ inadequate material selection ¿ lumen collapse ¿ foreign matter in lumen ¿ kinked or pinched shaft the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single use only [warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter [shape, configuration and principles] bard® silver lubri-sil® foley tray consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls, vinyl gloves and statlock foley. Some catheter types of the device may have a temperature sensor for measuring patient¿s core body temperature and there are several types of closed drainage bags. The bag and statlock foley included in the tray will depend on the product. The surfaces of the catheter are coated with a minute amount of metallic silver and further coated with polyurethane, having antiproliferative effects on microorganisms on the catheter. <material> balloon catheter: silicone; silver coating this product is made with bacti-guard®* silver alloy coating. <sizes of catheters> available in sizes 12 to 22 every 2fr 1. Balloon catheter foley catheter temperature-sensing catheter 2. Accessories closed drainage bag (the illustration shows one example of typical configurations.) [Directions for use] 1. Method of use (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the catheter shaft with the lubricant jelly. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 2. Precautions for use (1) to secure a sterile field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patient¿s buttocks. (Fig. 1) (3) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2) fig.1 fig.2 (4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3) (5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. (Fig. 4) <direction for use bard® ez-lok® sampling port> 1) occlude drainage tubing a minimum of 10 cm below the sampling port by kinking the tubing until urine fills the tubing up to near (slightly above) the sampling port. 2) swab surface of site with antiseptic wipe. 3) using aseptic technique, position the needle less syringe (slip-tip type or luer-lock type) in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling port. (Fig. 8) fig.8 4) aspirate desired volume of urine. After sampling, detach the syringe. Ensure that the rubber stem of the sampling port has returned to its original position. 5) unkink tubing. 3. Malfunction and adverse events 1) malfunction - catheter kinking, damage, rupture - difficulty or failure to remove the device - occlusion of catheter inner lumens - encrustation - accidental removal of the device due to leakage of sterile water or balloon rupture - device damage due to inappropriate use - failure to measure temperature - improper temperature indication 2) adverse events - urinary-tract infection - hemorrhage, hematuria - allergy reaction to the device - calculus formation - edema - pain - discomfort - injury of bladder or urethral - urethritis, urinary incontinence - retained balloon fragments [storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon was difficult to deflate during a pretest in the operating room. It was noted that the 0 ml of water was aspirated by syringe.